Event description:
Customer reports to have received excessive no delivery alarms and had changed sets several times. Customer's blood glucose was over 500 mg/dl and was treated with half manual injection and half bolus delivery. Customer was not able to troubleshoot and requested for insulin pump to be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
One opened and or used reservoir was inspected and no anomalies were noted. Testing was performed and no occlusion was noted.